Event description:
Distributor reported a malfunction alarm with the pump, indicated as malfunction 16-0x20e6. There was no adverse impact to the customer's blood glucose level, as there was no information indicating an issue. To address the situation, the distributor reset the pump, but the issue persisted, leading to a decision to return the device. A replacement pump was issued with a new serial number, and the original device was scheduled for return by november 24, 2025.